Event description:
It was reported that an allergy test kit was requested. It was further reported that the patient had 3 pocket revisions as of the date of the report as well as an unresolved pocket issue. It was thought that the patient may have an allergy to titanium. It was noted that with the patient's current settings her symptoms are "really good" and she only has the occasional "bad day." It was also noted that she "feels almost normal." It was later reported that the patient's implanted device was explanted because it was protruding through the patient's skin due to an allergy to titanium. It was noted that the patient tested negative for infection and was retested again in theater but those results were still unavailable. It was further noted that there was no patient death but the patient did suffer an injury. The patient reportedly recovered without sequela. It was further reported that the patient has had 4 pocket revisions to date because the devices had consistently eroded through her skin. The patient also reportedly had 2 device replacements as well. An allergy kit was reportedly provided to the patient's health care provider. No results of an allergy test were reported. It was also noted that the patient was receiving excellent symptom control with her current device settings.

Manufacturer narrative:
Concomitant medical products: product ID 3023, serial# (B)(4), explanted: (B)(6) 2013. Product type: implantable neurostimulator: product ID 7489-10, serial# (B)(4). Product type: extension. (B)(4). (B)(6).